Event description:
The catheter worked directly after the implantation in or but after a short while showed wrong numbers (low and high) and surgeon choosed to exchange it for a new one which then worked.